Manufacturer narrative:
Complete information for section a patient information, 1. Patient identifier = sid= (B)(6). All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false reactive alinity I hbsag qualitative ii results on multiple patients on multiple alinity I processing modules. The results provided were: on (B)(6) 2024 first patient: sid (B)(6) initial=0.30 s/co (< 1.00 s/co=nonreactive) /repeated on (B)(6) 2024 on (B)(6) =2.07 and 2.15 s/co (> or = 1.00 s/co=reactive) /on (B)(6) =2.46 s/co /second specimen from same patient sid (B)(6) on (B)(6) on (B)(6) 2024 =0.32 s/co; on (B)(6) 2024 on (B)(6) =0.32, 0.32, 0.28, 0.26 s/co; on (B)(6) =0.28, 0.31, 0.27 and 0.28 s/co precision done on sid (B)(6) on (B)(6) =2.17, 2.26, 2.24, 2.23 and 2.30 s/co neutralizing confirmatory testing on sid (B)(6) on (B)(6) : c2=2.02 s/co; neutralization=98% (c2= > or =0.70 s/co and % neutralization= > or = 50%=confirmed positive) on (B)(6) 2024 repeated sid (B)(6) on (B)(6) =2.45, and 2.22 s/co; on (B)(6) =2.33 s/co; on edta plasma=0.26 and 0.30 s/co second patient: sid (B)(6) on (B)(6) initial=0.38 s/co /repeated on (B)(6) 2024 =2.69 s/co /repeated on (B)(6) =9.03 s/co /on (B)(6) 2024 on (B)(6) =10.75 s/co /second specimen from same patient sid (B)(6) on (B)(6) =0.31 s/co /repeated on (B)(6) 2024 =0.26, 0.33, 0.40 and 0.32 s/co /on (B)(6) =0.27, 0.32,0.29 and 0.29 s/co precision done on sid (B)(6) on (B)(6) =9.20, 9.30, 9.26, 9.31, 9.45 s/co on (B)(6) 2024 neutralizing confirmatory testing on sid (B)(6) on (B)(6) : c2=9.64 s/co; neutralization=100% (c2= > or =0.70 s/co and % neutralization= > or = 50%=confirmed positive) on (B)(6) 2024 repeated sid (B)(6) on (B)(6) =10.33 and 10.00 s/co/on (B)(6) =10.13 and 9.79 s/co; on edta plasma=0.30 and 0.28 s/co there was no reported impact to patient management.

Event description:
The customer observed false reactive alinity I hbsag qualitative ii results on multiple patients on multiple alinity I processing modules. The results provided were: on (B)(6) 2024 first patient: sid (B)(6) initial=0.30 s/co (< 1.00 s/co=nonreactive) /repeated on (B)(6) 2024 on (B)(6) =2.07 and 2.15 s/co (> or = 1.00 s/co=reactive) /on (B)(6) =2.46 s/co /second specimen from same patient sid (B)(6) on (B)(6) on (B)(6) 2024=0.32 s/co; on (B)(6) 2024 on (B)(6) =0.32, 0.32, 0.28, 0.26 s/co; on (B)(6) =0.28, 0.31, 0.27 and 0.28 s/co. Precision done on sid (B)(6) on (B)(6) =2.17, 2.26, 2.24, 2.23 and 2.30 s/co. Neutralizing confirmatory testing on sid (B)(6) on (B)(6): c2=2.02 s/co; neutralization=98% (c2= > or =0.70 s/co and % neutralization= > or = 50%=confirmed positive) on (B)(6) 2024 repeated sid (B)(6) on (B)(6) =2.45, and 2.22 s/co; on (B)(6) =2.33 s/co; on edta plasma=0.26 and 0.30 s/co. Second patient: sid (B)(6) on (B)(6) initial=0.38 s/co /repeated on (B)(6) 2024=2.69 s/co /repeated on (B)(6) =9.03 s/co /on (B)(6) 2024 on (B)(6) =10.75 s/co /second specimen from same patient sid (B)(6) on (B)(6) =0.31 s/co /repeated on (B)(6) 2024=0.26, 0.33, 0.40 and 0.32 s/co /on (B)(6) =0.27, 0.32,0.29 and 0.29 s/co. Precision done on sid (B)(6) on (B)(6) =9.20, 9.30, 9.26, 9.31, 9.45 s/co. On (B)(6) 2024 neutralizing confirmatory testing on sid (B)(6) on (B)(6): c2=9.64 s/co; neutralization=100% (c2= > or =0.70 s/co and % neutralization= > or = 50%=confirmed positive) on (B)(6) 2024 repeated sid (B)(6) on (B)(6) =10.33 and 10.00 s/co/on (B)(6) =10.13 and 9.79 s/co; on edta plasma=0.30 and 0.28 s/co there was no reported impact to patient management.

Manufacturer narrative:
The complaint investigation for false reactive alinity I hbsag qualitative ii confirmatory results included a search for similar complaints, and review of the complaint text, trending data, labelling, device history records and specificity testing of alinity I hbsag qualitative ii confirmatory reagent, lot 61294fz00. A review of tracking and trending data did not identify any related trends for the product for the issue. Return testing was not completed as returns were not available. Clinical specificity testing was performed using an in house retained kit of the complaint lot. Testing met acceptance criteria, indicating the lot is performing acceptably. Device history record review did not identify any non-conformances or deviations with the complaint lot and complaint issue. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. There was no issue with reagent performance identified. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the alinity I hbsag qualitative ii confirmatory reagent, lot 61294fz00.